Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crtd), when the right ventricular (rv) lead was inserted, there was pacing inhibition with an asystole greater than two seconds. Troubleshooting was performed, but the anomaly persisted. It was noted that during testing, the device was biventricular pacing correctly; however, when the device was set to normal brady, there was no left ventricular (lv) lead pacing. Further troubleshooting was performed, including adjusting different outputs, but the anomaly persisted. This crtd was removed prior to pocket closure and successfully replaced. With the new cardiac resynchronization therapy defibrillator (crt-d), the device paced appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crtd), when the right ventricular (rv) lead was inserted, there was pacing inhibition with an asystole greater than two seconds. Troubleshooting was performed, but the anomaly persisted. It was noted that during testing, the device was biventricular pacing correctly; however, when the device was set to normal brady, there was no left ventricular (lv) lead pacing. Further troubleshooting was performed, including adjusting different outputs, but the anomaly persisted. This crtd was removed prior to pocket closure and successfully replaced. With the new cardiac resynchronization therapy defibrillator (crt-d), the device paced appropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: g3: aware date. B3: event date. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crtd), when the right ventricular (rv) lead was inserted, there was pacing inhibition with an asystole greater than two seconds. Troubleshooting was performed, but the anomaly persisted. It was noted that during testing, the device was biventricular pacing correctly; however, when the device was set to normal brady, there was no left ventricular (lv) lead pacing. Further troubleshooting was performed, including adjusting different outputs, but the anomaly persisted. This crtd was removed prior to pocket closure and successfully replaced. With the new cardiac resynchronization therapy defibrillator (crt-d), the device paced appropriately. No additional adverse patient effects were reported.